Event description:
Pt was on home infusion for long term antibiotics. The device was found to have split in the extension set portion, between the hub & the fixation wings. The device was removed.

Manufacturer narrative:
H3. Device not returned for examination. H6. Method reviewal of info gathered. Conclusion. Device was subjected to strong pulling action which caused extension set to split.